Event description:
It was reported that a male patient received a first degree burn from lubricant oil that leaked from a micro drill which was overheating during a maxillofacial surgery. The size of the burn was described as very small; there was no medical intervention and scaring is not expected. Cicaplaie, a non antibiotic dressing was applied to the burn. No further information was provided.

Manufacturer narrative:
The device serial number was not provided; without it the device manufacture date cannot be determined. The device is available for evaluation, but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.